Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited an increase in pacing threshold measurements and a decrease in pace impedance measurements and sensing when checked at a post implant follow-up. It was determined that the lead had micro dislodged. A revision procedure took place and good lead position was obtained. The lead remains in service. No additional adverse patient effects were reported.